Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string was missing and was unavailable to aid in the removal of the tampon. She was unable to remove the tampon. No further information has been received.